Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported an ncircle delta wire tipless stone extractor¿s basket was unable to open fully during a transurethral lithotripsy (tul) procedure to remove stones located in the urinary tract via a transurethral endoscope. The issue was found when the user passed the device through the endoscope forceps channel. The procedure was completed by using another device of the same type. The complaint device was inspected prior to use to ensure no damage had occurred. The basket was tested prior to use in an uncoiled position and functioned properly. Reportedly, the patient¿s anatomy was not a factor in keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4: UDI, e4, h6 (annex a and annex g). Investigation ¿ evaluation: it was reported an ncircle delta wire tipless stone extractor¿s basket was unable to open fully during a transurethral lithotripsy (tul) procedure to remove stones located in the urinary tract via a transurethral endoscope. The issue was found when the user passed the device through the endoscope forceps channel. The procedure was completed by using another device of the same type. The complaint device was inspected prior to use to ensure no damage had occurred. The basket was tested prior to use in an uncoiled position and functioned properly. Reportedly, the patient¿s anatomy was not a factor in keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. The handle will not actuate the basket from the sheath. The sheath appears damaged / deformed near the distal tip; the basket cannot be seen at distal tip. The basket could not actuate manually, and the basket appears to be stuck inside sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformance's reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.